Event description:
It was observed that during the device evaluation, the single-use needle-knife's cutting wire was noted as broken/ scorched and melted. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a probable cause of the suggested phenomenon could not be determined, as a clear conclusion could not be established from the data acquired. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.